Event description:
It was reported that the customer's pump automatically stopped delivery during random times following a software update, requiring the customer to resume deliveries multiple times a day. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.